Manufacturer narrative:
This is a correction report to provide updated institution information and update to contact office. (B)(6).

Event description:
It has been reported to philips when pushing the power button, the device stays on the start screen.